Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 50 mm abdominal aortic aneurysm. Aneurysm and vessel morphology was reported as the diameter of the upper proximal neck is 20mm and 22.6mm diameter of the aneurysm entry. Proximal neck length by centerline is 10 mm. It was reported that during the index procedure a type ia endoleak was identified. The physician added an aortic cuff; however, the endoleak was not resolved. The physician placed another manufacturer¿s device (10x37mm stent) on both sides due to the narrow terminal. The physician noted that thrombus and calcification were observed in the proximal neck; therefore, that contributed to the endoleak. No additional clinical sequelae were reported and the patient will continue to be monitored by the physician.